Manufacturer narrative:
As reported, optifix straight device failed to fixate the mesh and deploy fastener. Evaluation of the sample finds for bent guide wire and backup tabs. The reported deployment issues are known result of bent guide wire and bent backup tabs. The components are found to be bent from applied forces when in use while attempting fixation at the cooper¿s ligament. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states, "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Sample evaluated.

Event description:
As reported, during laparoscopic procedure when surgeon used optifix straight fixation device at the cooper's ligament, the 1st fastener could not fixate the 3dmax light mesh into the tissue and the loose fastener was removed from the patient's body. It was reported that the wire tip was bent. The procedure was completed by using another device and there was no reported patient injury.